Manufacturer narrative:
Bayer case number: (B)(4) back pain/lumbar pain [back pain], tiredness [tiredness] , joint pain [joint pain] , fibromyalgia [fibromyalgia] , loss of employment [loss of employment], daily difficulties from getting up to going to bed with sleep difficult [sleep difficult] , painful body [general body pain] , daily life difficult to manage [impaired quality of life] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-may-2025. The most recent information was received on 29-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain/lumbar pain") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("tiredness"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia"), loss of employment ("loss of employment"), insomnia ("daily difficulties from getting up to going to bed with sleep difficult"), pain ("painful body") and impaired quality of life ("daily life difficult to manage"). At the time of the report, the fibromyalgia, loss of employment, insomnia, pain and impaired quality of life had not resolved. The outcomes for back pain, fatigue and arthralgia were unknown. No causality assessment was received for essure with regard to back pain, fatigue, arthralgia, fibromyalgia, loss of employment, insomnia, pain or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) back pain/lumbar pain [back pain] tiredness [tiredness] joint pain [joint pain] fibromyalgia [fibromyalgia] loss of employment [loss of employment] daily difficulties from getting up to going to bed with sleep difficult [sleep difficult] painful body [general body pain] daily life difficult to manage [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), lumbar pain ("lumbar pain"), fatigue ("tiredness"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia"), loss of employment ("loss of employment"), insomnia ("daily difficulties from getting up to going to bed with sleep difficult"), pain ("painful body") and impaired quality of life ("daily life difficult to manage"). At the time of the report, the fibromyalgia, loss of employment, insomnia, pain and impaired quality of life had not resolved. The outcomes for back pain, lumbar pain, fatigue and arthralgia were unknown. No causality assessment was received for essure with regard to back pain, lumbar pain, fatigue, arthralgia, fibromyalgia, loss of employment, insomnia, pain or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.